Manufacturer narrative:
The referenced previous driveline repair was reported under medwatch MFR report number 2916596-2017-02923. Approximate age of device - 3 years, 4 months the patient remains ongoing with the device. However, the replaced portion of the percutaneous lead (driveline) was returned for evaluation, but the evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the grey shrink tubing jacket from a prior percutaneous lead replacement was damaged. The customer splinted and applied rescue tape to the damaged area. It was also reported that the pump speed dropped to approximately 3000 rpm and communication with the system monitor was lost and the system controller was operating in backup mode. In response to the speed drop, the vad system was connected to a power module using an ungrounded patient cable. The patient was reported to be asymptomatic. On (B)(6) 2018, the manufacturer¿s technical service representative arrived onsite and performed a distal end percutaneous lead (driveline) replacement. When exposing the wires, it was observed that the shielding was gone near the exit site where the splicing was to occur. They were unable to secure any copper mesh to reestablish the ground connection on the proximal side of the repair. The repair was completed with no issues. Rescue tape was placed near the exit site for a tear in the silicone jacket that was too close to the skin for the repair. No additional information was provided.

Manufacturer narrative:
The report of damage to the gray tubing of the previous repair can be confirmed based on the evaluation of the returned driveline. Tape and a splint had been previously applied to a 6¿ portion of driveline, covering the previous repair. Removal of the tape revealed the reported damage to the distal end of the gray tubing and black shrink wrap. The silicon sleeve was removed and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The gray tubing, the remainder of the repair kit, the shielding, and bionate were removed, and examination of the underlying wires revealed a breach in the insulation of the yellow wire approximately 12.5" from the controller connector, in the area of the proximal end of the previous repair. The conductors of the yellow wire were exposed. The insulation breach of the yellow wire appeared to be the result of repetitive flexing of the driveline in this area. The insulation breach of the yellow wire could have interrupted function as a result of the exposed conductors contacting the copper wrap or braided shield and shorting to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.